Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, non-tortuous, 99% stenosed, de novo lesion below the bifurcation of the right coronary artery (rca) a rotablation due to the calcification and pre-dilatation were completed. The 2.5 x 38 mm xience xpedition stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. It was noted that during device removal resistance with the anatomy was met and after device removal from the anatomy there was mid stent implant damage. A non-abbott sds was used to complete the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.